Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were air bubbles in the cartridge. The issue reportedly occurred with 5 cartridges. The user was reportedly using correct cartridge fill technique and there was no reported damage to the cartridge. The patient reportedly experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia associated with the air bubble issue. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015 device evaluation: the device has not been returned to animas; a retain cartridge from the same lot was evaluated by product analysis with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review was performed, and there were no failures observed during incoming inspection.